Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pc). During the procedure, the physician successfully placed four pod pcs in the target vessel using a lantern delivery microcatheter (lantern). While advancing the fifth pod pc through the lantern, the physician felt resistance approximately ten centimeters from the distal end of the lantern and the pod pc would not advance further. The physician then made several attempts to advance, but resistance was encountered at the same position; therefore, the pod pc was removed. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pod packing coil (pod pc) pusher assembly. Bends were present along the pusher assembly approximately 22.0 cm, 75.0 cm, 80.0 cm, 94.0 cm and 125.0 cm from the proximal end. The embolization coil was intact with the distal detachment tip (ddt) of the pusher assembly. The embolization coil had minor offset coil winds throughout the coil. Conclusions: evaluation of the returned devices revealed minor offset coil winds on the pod pc and a liner damage near the distal end of the lantern. It was reported that resistance was encountered while advancing the pod pc through the lantern. If the pod pc is attempted to be advanced through the damaged portion of the lantern resistance will likely be experienced. During functional testing, resistance was encountered at the damaged location of the lantern and the coil could not advance any further. The pod pc was able to advance through a demonstration lantern without issue. The damage to the lantern likely contributed to the reported resistance encountered during the procedure and functional testing. The root cause of the lantern damage could not be determined. Further evaluation revealed bends along the pusher assembly of the pod pc. These bends were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00883.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 MFR report and is being corrected on this follow-up #02 MFR report: 1. Narrative/corrected data. Results: the pet lock was intact at the proximal end of the pod packing coil (pod pc) pusher assembly. Bends were present along the pusher assembly approximately 22.0 cm, 75.0 cm, 80.0 cm, 94.0 cm and 125.0 cm from the proximal end. The embolization coil was intact with the distal detachment tip (ddt) of the pusher assembly. The embolization coil had minor offset coil winds throughout the coil. Conclusions: evaluation of the returned pod pc revealed offset coil winds on the pod pc. During functional testing, the pod pc experienced resistance when advancing through the damaged portion of the returned lantern. The damage on the lantern likely contributed to the difficulty experienced during the procedure and functional testing. The returned pod pc was able to advance through a demonstration lantern without issue. Further evaluation revealed bends along the pusher assembly of the pod pc. These bends were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Evaluation of the returned lantern revealed a puncture near the distal end. It was reported that the returned lantern was used to complete the procedure. During functional testing, both the returned and demonstration coils experienced resistance at the damaged location. Based on the returned damage and evaluation, it is likely another catheter was used to complete the procedure. The root cause of lantern becoming punctured could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00883.